Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and the pump began charging using the original charging supplies, so no further assistance was required.